Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens (lal). A vitrectomy was performed and the lal optic was placed in the bag.